Event description:
The user facility reported that users experienced a complete loss of image during a gastroscopy procedure. The procedure was said not to have been completed, however no additional detailed information was provided. There was no patient injury reported.

Manufacturer narrative:
Olympus contacted to follow up on this report, and contacted the user facility via telephone and in writing, but no additional information was provided regarding the reported event. The device referenced in this report was returned to olympus for evaluation. The subject device was tested for several hours, and no image irregularities were observed. There was evidence of fluid invasion in the endoscope connector unit and electrical connector pins. Heavy corrosion was found inside the endoscope connector. There were multiple dents and scratches noted on the distal end cover, and the device failed electrical insulation testing. Additionally, the light guide tube was noted to have multiple dents and buckles. The cause of the user's experience could not conclusively be determined, but as the unit passed the leak test, user handling during reprocessing cannot be excluded as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.